Event description:
It was reported that during a routine implant, the physician attempted to place the right ventricular (rv) lead in the right ventricle. The helix was successfully extended and initial measurements were excellent. After a second lead was placed, the rv measurements were re-evaluated and small r waves and high thresholds were noted. The physician retracted the helix and thought it was back most of the way. The physician was unable to cross the tricuspid valve but ultimately successfully removed the lead. Upon the removal of the lead, it was found that the helix was still partially extended. The physician was unable to retract it outside of the body. A new rv lead was used with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).